Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to an unspecified narcotic. Customer did not specify the duration of the delay. Customer was able to obtain the narcotic from a room nearby. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). The device has not been returned to manufacturer (B)(4). Investigation pending; this report will be updated once the device is collected by the manufacturer and inspected.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to an unspecified narcotic. Customer did not specify the duration of the delay. Customer was able to obtain the narcotic from a room nearby. Patient or user harm was not reported.